Event description:
It was reported that a few days after standard anterior cervical discectomy and cervical disc prosthesis implant, the pt had a retropharyngeal hematoma that warranted surgical evacuation. No other complications are noted.

Manufacturer narrative:
(B)(4). Literature citation: v. Heideck, et al. Intervertebral disc replacement for cervical degenerative disease - clinical results and functional outcome at two years in patients implanted with the bryan cervical disk prosthesis. Acta neurochirugica (2008)150:453-459. A review of the device records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.